Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the belt failed incoming functional testing. Upon investigation, the cable connecting the distribution node (dn) to ECG a, ECG b and the front therapy electrode (te), the cable connecting the dn to ECG c and ECG d, and the cable connecting the dn to the rear tes were pulled from strain relief. The pulled ECG a, b and front te cable damaged the j703 connector on the dn pca board. The cause of the incoming test failure is the damaged j703 connector. The root cause of the damaged cable and connector is excessive force placed on the cable sections. No adverse event resulted from the damaged cables and connector.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had damaged cables.